Event description:
It was reported that a reverse ultrafiltration event occurred during patient therapy on an ak 96 machine. After the treatment, the patient was weighed, and it was discovered that the patient¿s weight had increased two kilograms. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address : ¿¿¿¿¿¿¿¿¿1¿ e1: initial reporter city: ¿¿, ¿¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the machine was evaluated on-site by a non-baxter technician. Visual inspection of the machine was not reported. Troubleshooting was performed by the technician and found the pressure values of the venous pressure and transmembrane pressure were defective and replaced the suction pump head. The provided hypothesis, that a malfunction of the suction pump may have caused an improper ultrafiltration without any flowmeter alarm is extremely unlikely. The machine passed the self-checks before the beginning of the treatment, confirming the correct functioning of control and protective systems. There is no indication that an uf cell (that monitors the ultrafiltration) alarm was generated during the treatment, suggesting that if a uf deviation occurred it was within specifications. The technician was not able to duplicate the alleged event of ultra filtration error. Therefore, the reported condition was not verified. As the machine remained on-site, no further testing could be performed. Therefore, a more comprehensive device analysis could not be completed. The machine was returned to service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.